Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seven devices were received for evaluation; 7 events were confirmed during testing. Seven devices were found to be affected by corrosion. Two devices were not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device would not go into safe mode which has the potential to run without user activation. There was no patient involvement; no patient impact.